Event description:
The pt was implanted with a left ventricular assist device. It was reported by the vad coordinator that post implant and pre-clotting procedure, the vad device was started up without issue. The pt appeared stable and was dry from a bleeding standpoint. In the ICU, it was noted that much blood had dumped into the chest tube all at once and pt was rushed back into the or and chest was opened and evaluated. Anastomosis sites were dry and blood pressure at highest about 100 map. A slow diffuse ooze of blood was noted over entire outflow graft. Cryo and thrombin were used. It was noted that they had never seen this before. All connections were checked and appeared tight and the oozing was not coming from any one specific area. Coseal and bio-glue were applied, hemostasis was obtained and chest was closed. The pt did not wake up after surgery and neurological changes were noted. A CT scan of the head revealed a large cerebral vascular accident. The family withdrew support and pt expired.

Manufacturer narrative:
The MFR was unable to conduct an investigation of the explanted device because it was not returned by the hosp. A review of the device history record revealed the device met applicable specifications. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further info is available at this time. The MFR is closing its file on this event.